Manufacturer narrative:
The reported event for noise was confirmed. As received, a partial lead was returned in two pieces. Final analysis found that the insulation was abraded at 35.6cm to 36.0cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. Final analysis also found lead insulation degradation at 4.8cm from the connector pin.

Event description:
New information notes that the noise on the right ventricular and right atrial leads led to oversensing that cause pacing inhibition.

Event description:
Related manufacturer reference number: 2017865-2021-30500. It was reported that a patient presented on (B)(6) 2021 with noise on their right ventricular and right atrial leads. Both leads were explanted and replaced on (B)(6) 2021. The patient was stable throughout.